Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing on the right ventricular (rv) lead which resulted in pacing inhibition. The physician planned on bringing the patient in to see if the noise was reproducible with movement. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead also exhibited high shock impedances. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.